Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes had low draw and tube push off issue. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "the head nurse of the blood drawing room feedback the red tube had low draw and tube push off issue, it stopped when 4ml was drawn."

Manufacturer narrative:
H.6. Investigation summary: four customer photos were received for review and analysis. After review and analysis of customer photos, bd is unable to confirm the complaint based on the customer photos received. Additionally, (B)(4) retention samples from the bd inventory were subjected to functional testing and the issues of underfill and tube push off were not observed. Bd is unable to confirm or duplicate the reported defects shown within the customer photos or through the results of the retain testing. Therefore, bd is unable to confirm the customers reported failure mode of underfill and tube push off. Bd was unable to determine a root cause for the customer's reported issues. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes had low draw and tube push off issue. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "the head nurse of the blood drawing room feedback the red tube had low draw and tube push off issue, it stopped when 4ml was drawn."